Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 386 mg/dl with polyuria associated with a blank display screen. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015device evaluation: the device has been returned and evaluated by product analysis on 09/18/2015 with the following findings: during investigation, the pump powered on with vibratory and audible features. The display screen remains blank and does not go to the verification screen. The pump cover was removed and the display screen was observed to be cracked. A test display screen was used and the pump powered on to the verification screen with normal contrasting. Unrelated to the original complaint, it was noted that the battery compartment was cracked below the bumper pad.